Manufacturer narrative:
One smiths cadd solis vip pump was returned for analysis with a damaged lens. Event log history was performed and showed that high alarm was silenced, cassette latch was opened, cassette was unlatched and removed, cassette latch was closed, and medium alarm displayed "cassette partially unlatched" in history. During analysis, the customer's concern regarding "cassette wont attach" confirmed issue with cassette not attached properly after removing cassette. It was noted that downstream occlusion (dso) sensor was contaminated. Service will replace the dso sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette won't attach". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.